Event description:
Pt reported he was transported to the hosp after being found unconscious with a blood glucose of 16-23 mg/dl by his spouse. Pt did not know what the hosp gave him to bring his blood glucose back up, but believes it was similar to glucogon. Pt stated that he also shattered his shin when he fell due to the low blood glucose level. Several mechanical errors were on the device's history. Pt said he was able to clear the errors, but is still felt like the device was constantly running.